Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead was not implanted, due to a dissected coronary sinus. The lead was successfully removed.